Event description:
The customer reported the ventilator alarmed and restarted during operation. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the customer reported problem. Upon evaluation the service technician reported the power switch was working intermittently. The service technician replaced the power switch to complete the service. Applicable final testing was completed and tests passed per operating specifications.